Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having high heart rates. Follow up information indicated that the patient was having atrial flutter episodes with rapid ventricular response which were being incorrectly detected by the cardiac resynchronization therapy defibrillator (crt-d) as supra ventricular tachycardia (svt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having high heart rates. Follow up information indicated that the patient was having atrial flutter episodes with rapid ventricular response which were being incorrectly detected by the cardiac resynchronization therapy defibrillator (crt-d) as supra ventricular tachycardia (svt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.